Manufacturer narrative:
(B)(4). A field service representative was dispatched to the account. The fsr replaced the bulk solution 1 (mup) bulk liquid valve to resolve the issue. Complaint trending was performed and no adverse trends were identified due to axsym hcv v3.0 discrepant results or issues related to the bulk liquid valve. The axsym system operations manual was reviewed and was found to contain adequate information to assist in resolving discrepant result issues. The manual lists multiple probable causes and corrective actions for discrepant results including bulk solution 1 dispensing improperly. The axsym hcv version 3.0 package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The most probable cause of the discrepant hcv v3.0 result was the use of a malfunctioning bulk solution 1 (mup) bulk liquid valve. No product deficiency was identified for the axsym analyzer. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer generated a negative hcv result on a positive patient. The sample was positive when tested with the murex elisa kit. The sample was repeated in duplicate on the axsym and was negative. There was no impact to patient management reported.